Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the left monitor. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left monitor made a pop sound and then went blank. No patient injury was reported.